Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient needed such high intensity stimulation, they went through the ins in less than a year. The ins was replaced. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that the ins reached normal battery depletion due to high voltage settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.